Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced vomiting, dizziness, and difficulty in breathing (which for her were normal signs of diabetic ketoacidosis). She was unsure whether she was in diabetic ketoacidosis because her blood glucose levels were 185-205 mg/dl, which were not particularly high, and she tried to treat it with a regular meal bolus. Subsequently, on (B)(6) 2019, she went to the hospital with blood glucose level of 245 mg/dl and had diabetic ketoacidosis due to a bent cannula, which they discovered after hospital admission. Therefore, she changed her infusion set, removed kinked cannula, and resumed pump therapy. During hospitalization, she was treated with intravenous fluids (drug name unknown) and insulin drip which resolved the issue. She was released from the hospital on (B)(6) 2019. Further, it was stated that the patient's vision was changed as it got blurrier, and that triggered her chronic migraines quicker. It was stated that she will visit optometrist soon to compensate for vision changes. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.